Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula aneurysm in the renal artery using ruby coils. During the procedure, the physician placed the initial coils in the target vessel using px slim delivery microcatheter (px slim). While attempting to advance a ruby coil through the px slim, the ruby coil became stuck, and the physician could not advance or retract it in either direction. The physician kept pulling, and consequently, the ruby coil unraveled and the filament wire kept coming out. Ultimately, the physician was able to remove the entire ruby coil, and the procedure was completed using other ruby coils and the same px slim. There was no report of an adverse effect to the patient.